Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a system explant due to inadequate stimulation, as the patient was never satisfied with relief with the permanent implant. There were no device issues or patient complications. The patient was discharged and doing well postoperatively. The explanted devices were disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, date of first onset event occurred in 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 2000013664. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 18141270. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 18141270. Product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 2000013664.